Manufacturer narrative:
The reported leaking issue could not be confirmed. The affected device was discarded by the user facility, and thus no set would be returned for testing.

Event description:
Infutronix received a complaint of set leaking issue, which was forwarded from a distributor on 04/09/2019. The event date was (B)(6) 2019. On (B)(6) 2019, infutronix was informed by this distributor that "customer who reported the issue has discarded the set and that therefore no set will be sent in for testing". No patient injury or harm occurred in this case. Medication used at the time of the event and the device operator information were unknown. No other patient information was available.